Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. The unit was replaced and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was replaced to resolve the issue. Patient identifier, age, weight, ethnicity, and race information is unavailable. Unique identifier: (B)(4). Legal manufacturer: (B)(4).